Event description:
The following has been reported by customer: error 49 und 54: powersuppy board defect and connecting cable. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Several technical error 54 and 49 related to the reported event were found. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the power supply board was changed and the issue has been solved. The quality control certificate is compliant. The defective power supply board was sent back to brézins for further investigation. This is the original board. Nothing was noticed during external visual check. It is therefore concluded that this change was necessary due to an internal failure of the par. Therefore this complaint is considered as valid, and the root cause is linked to a defective power supply board. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.